Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the access site bleed could not be determined. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as a part of the retrospective review of historical records.

Event description:
The user facility reported an impella cpwas placed in a 74-year-old female patient for mechanical circulatory support. Oozing at the impella access was noted. Dressing was taken down and the reposition sheath was re-sutured with forward tension, angel matched and was redressed. No new oozing was noted. Heparin was withheld after bleeding was again noted from the access sites. It was further reported that care was withdrawn and the patient subsequently expired at explant.